Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump subsequently shut off unexpectedly. The customer's blood glucose (bg) level read ¿high¿ on the cgm and the meter read 511 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level; however, was taken to the hospital due to the elevated blood glucose level and diabetic ketoacidosis. The customer was treated intravenously with saline and insulin. The customer was discharged from the hospital with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.